Manufacturer narrative:
.

Event description:
An analysis was performed on the returned handheld and it was identified that the handheld was unable to advance past the welcome screen. A defective display screen was confirmed and the cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard revealed no anomalies associated with flashcard software or databases.

Event description:
It was reported that the physician¿s programming handheld device froze on a screen on (B)(6) 2015 while interrogating a patient and that the issue had not resolved. A hard reset and removal and replacement of the battery were attempted but did not resolve the frozen black screen. The hhd was confirmed to be charged prior to the incident. The physician did not have another programming system and the patient could not be interrogated due to this incident. The physician is to be provided with a new programming system and the frozen programming handheld has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The physician was provided with a new programming system and it was found that the physician's wand battery was depleted. Once this battery was changed, the wand was confirmed to be working properly. Attempts to obtain additional relevant information about the patient involved have been unsuccessful to date. The hhd and software products were returned to manufacturer. Analysis is underway but has not been completed.